Event description:
It was reported that during a training/demo of the da vinci system, a 3006 error occurred at power up and a message indicated that insufflation could not be used. There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the insufflator due to error 3006. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good in-house system, and the error was triggered at startup. The unit was not responsive. The complaint was confirmed based on failure analysis. The root cause is attributed to an insufflator failure during use.